Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced a loss of osseointegration. Subsequently, the device was explanted under a general anaesthetic (B)(6) 2018. There are plans to reimplant the patient once the site has healed.